Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user was able to complete the diagnostic procedure on the same system without any impact on the patient. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform fluoroscopy; only cine was possible. Upon troubleshooting, the fse checked the error logs and found that several image processor computers were having software errors. To resolve the issue, the fse reloaded the operating and application software to the computer. After reinstalling the software to the ippc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact and no delay on the completion of the procedure, patient, or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user reported. Philips has started an investigation of this complaint.